Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were observed. The patient was stable and will continue being monitored.

Event description:
During an in clinic follow-up, oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and recommended provocative testing. No intervention has been performed at this time. The patient was stable and will continue being monitored.